Event description:
It was reported that there was possible premature battery depletion, and the left ventricular lead had high thresholds. Both the device and the lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and output due to battery depletion. There is no evidence to indicate the depletion is anything other than normal. The device was fully functional and operated under normal current drain when powered with an external supply. Residual voltage and impedance suggest no internal battery shorting occurred. Returned documentation stated that there were high lv (left ventricular) thresholds. An lv output of 6v/1.5ms would result in the device meeting longevity in approximately 15 months less than the time the device was implanted. These settings cannot be confirmed since no save to disk data could be retrieved from the device and no other data was provided from the field. Without this data the result of analysis is inconclusive. (B)(4) no anomalies were found during analysis, but outer insulation melted, distal conductor was cut, and blood noted on distal conductor, along with apparent explant damage; full lead was returned for analysis.